Event description:
It was reported that during surgery the universal modular electric/ battery double trigger handpiece would not function; independently of the battery used. There was no patient harm reported, and procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.